Event description:
It was reported that during a unspecified treatment procedure, insertion difficulties occurred. The physician complained about difficulty inserting an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device.

Event description:
It was reported that during a unspecified treatment procedure, insertion difficulties occurred. The physician complained about difficulty inserting an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device.

Manufacturer narrative:
Device evaluation: the insertion tool was visually inspected and it was confirmed as a defective unit. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Manufacturer narrative:
(B)(4).